Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found through the event history log but not replicated through testing. The dso sensor, seal and bezel were replaced to fix the issue.

Event description:
It was reported that the pump signals malfunction even with unplugged flow rate. There was unknown patient involvement, and no patient harm/adverse event reported.